Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One impl tapered scr-v sbm 3.7mm 3.5mm 13mm (tsvb13) outer box was returned for investigation. Visual inspection of the as returned product identified that the box contains a vial for a tsvb16 implant. The vial itself is already opened and is missing implant components and subcomponents. The outer box label has the lot number of 1235707, while the outer vial label has the lot number 1227353. The device was noted to have been used in a patient. Device history record (DHR) review was completed for the subject lot number (1235707). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Lot was inspected and passed all acceptance criteria by qa. Furthermore, the customer order history reveals that the complainant has previously ordered devices from both lots, indicating that a mix of components likely occurred after shipping. Complaint history review was performed for the reported lot number (1235707) for similar event and no other complaint was identified. Similarly, no packaging complaints were made for lot 1227353. Therefore, based on the available information, device malfunction could not be verified and the reported event was non-verifiable.

Event description:
No further event information is available at the time of this report.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4).

Manufacturer narrative:
(B)(4). Patient identifier unknown / not provided. Age and date of birth unknown / not provided. Patient sex unknown / not provided. Weight unknown / not provided. Date of event unknown / not provided. Implant date unknown / not provided. Email address unknown / not provided. PMA/510(k) number: k011028 and k013227.

Event description:
It was reported that the doctor opened an implant during the surgery and the outer box belonged to a tsvb13, lot number 1235707 but the inner box belonged totsvb16, lot number 1227353. Doctor placed the implant.